Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the complaint device showed the tip has broken off and is missing. No other defects were identified. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. This complaint is confirmed as the set screw inserter has a broken tip. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Product complaint # (B)(4). Adverse event, type of reportable event: correction. Evaluation codes: additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital - (B)(6). Date - (B)(6) 2019. Present in theatre - no. Name of surgeon - mr (B)(6). Product code - 286735400. Lot number - unknown. Impact to patient - unknown/minimal. Delay in procedure - 5-10minutes. Event details - set screw attached to inserter and upon tightening, the distal tip of the instrument sheared off and remained inside the set screw. This could be visualised as being engaged/inside set screw so surgeon was happy that risk to patient was minimal. Procedure was completed and patient advised post-op. Awaiting collection of damaged instrument - please arrange foc replacement asap. This complaint involves one (1) device.